Manufacturer narrative:
Evaluation - result: fse replaced the harness and the power supply. Date of the event was (B)(6) 2011. However, it was not reported by the fse to beckman until (B)(6) 2011. Bec identifier for this report is (B)(4).

Event description:
A field service engineer reported that there was a burning odor along with arcing sounds heard from a unicel dxc 600 synchron system during the instrument's installation validation process on (B)(6) 2011. Fse noted that the 36v power supply and harness had failed during the instrument validation process after installation. Fse also noted visible burns on the harness lead connections to the power supply. There were no errors prior to the event and the ups was in normal operation mode. Fse proceeded to replace the harness and the power supply and repair was then verified per established procedures.